Manufacturer narrative:
Philips service replaced the flex pc and reinstalled the system, meeting specifications and returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flex pc failure caused system boot issue; part replaced on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.